Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 550 mg/dl and current was 300 mg/dl. Customer stated that did not get any alerts and tried changing set and insulin but the only thing that seemed to help was giving an injection current and had nausea. Customer was treated with manual injections. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was under delivering as blood glucose was not going down even after a bolus. Customer stated auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump and reservoir will not be returned for analysis.